Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The customer was advised to ohm out speakers (and that speakers should be at 8 ohms). The speakers were reportedly connected to the power management board and had a very high resistance. The fse advised the customer to replace the speakers. The customer replaced both speakers and the issue was resolved. The unit was placed back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device logged an 1102 (primary alarm failed) error code. There was no patient involvement.